Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. A picture was received; however, the defect could not be confirmed based on the photo. Since the physical sample was not provided for evaluation, the failure mode could not be confirmed. The root cause and corrective actions could not be identified. This complaint will be closed with no further action. If the sample is received at a later date, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
H 3 evaluation summary the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. One used sample was received at the manufacturing plant for evaluation. Detachment was detected between the tubing line and the cross-spike connector. The root cause and action plan will be documented through a formal corrective and preventative action (CAPA). This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the enteral nutrition started at 4:00 p.m. And at 6:00 p.m. The nutrition leaked onto the floor.